Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced low blood glucose level and then high blood glucose level. Customer¿s blood glucose level was 54 mg/dl and then blood glucose level was 433 mg/dl. Customer treated with low blood glucose for carbs and high blood glucose for bolus. Customer stated that after came from swimming sensor was not working. Customer stated that the sensor received change sensor alert, sensor updating alert and calibration not accepted alert. Customer was assisted in performing test on transmitter and the test passed. The insulin pump will not be returned for analysis.